Manufacturer narrative:
Results and conclusion summation: dissection is listed in the IFU as a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality issue. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of other stents or other.)" However, a conclusive root cause for the dissection and the relationship to the device, if any, cannot be determined.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention to prevent permanent impairment/damage. Device issue: no device malfunction has been reported. It was reported via a trial that a 3.5 x 12 mm xience v stent was deployed in the proximal right coronary artery (rca) and a dissection occurred. Another xience v was used to treat the dissection. No additional event or patient information is available.